Event description:
This is a spontaneous report by a nurse regarding bacterial peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter (B)(4), the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. In (B)(6) 2010, a peritoneal effluent culture was performed which was (B)(6). Treatment information was not provided. It was not reported whether peritoneal dialysis therapy was ongoing at the time of the event. The patient was recovering from the event. Per the nurse, the bacterial peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample not available.

Event description:
Customer reported: zeroing drift during intervention, the numbers are wrong.